Event description:
Rptr writes, "we called technical support and they told us that it might mean that the reagent may have material "floating" in it that is interfering with the test, but since our calibration was successful and controls were within limits (althouth low) we should go ahead and report out the values. We rec'd a memo dated 03-27-98 to change the set points in the computer to accomodate the rep from bio-chem customer support, told me on 04-17-98 that "the calcium problem was not recognized until it was shipped and in use, hence the memo dated 03-27-98". I don't want my pt's being used for research and development purposes. If we saw the problem the very first time we used the reagent, then how could they not have known about it and why did it take 2 mos to let their customers know that there were issues that needed to be addressed? B.) We found out that some of the reagents we had rec'd had been frozen in transit and that the lot number of ise reagent that we had was one of these shipments. We had been having problems with the ise for weeks and no one told us anything about it. Co2 would not calibrate and sodium and chloride were real erratic. When I asked the rep from bio-chem technical support about this (04-17-98), he said "the frozen reagents during shipping was a local problem and therefore not the responsibility of the co to inform it's customers of possible problems." Excuse me?!!!? Instrument computer/info sys: our computer "crashed" 3 maybe 4 times in a 10 day period. Archives were corrupted, pt results lost, testing had to be repeated. We sent the cpu to bio-chem and guess what? They found that it was our fault that the computer had problems (see attached memo dated 07-10-98). I want to bring you attention to the first reason for the corruption of files on our computer. The computer specialist states that we had programmed over 100 physicians into the computer not complying with the operator's manual (see attached) and this caused an error in the program and ultimately corrupted files and...I ask you, if you knew that a program would do this, you as a programmer would not allow for the addition of the 101st physician, am I right? In addition, standard setting organization requires that an exact duplicate of a pt report be reporducible by the lab. Hcfa allows some flexibility in the format, however the bio-cyhem info sys will not archive test comments (ie: hemolysis, lipemia, called to staff at 11:00 etc) to be retrieved once the pt has been archived. These comments are an integral part of the report and necessary for the appropriate interpretation of the pt results and therefore should fall under standard setting organization requirements for lab testing reporting. In addition, if the dr changes between pt encounters, all of the reports will reflect the change in physician. In my opinion, this is also a violation of standard setting organization requirements for test reporting."